Event description:
Clear care no rub contact solution adverse event: product is sold in exact same bottle as other soft contact solutions that can be used directly in the eye. This product burns the eye on contact with 3% peroxide. It took 15 minutes of flushing to stop the burning sensation. Hopefully no permanent damage. Product use error: I used the product as I had used all other contact solutions for 30 years of contact wearing. I inserted the contact in my eye after soaking overnight. After the event, I went back and read the solution bottle, and the instructions are clear about the non use in the eye. The problem: this product needs to be packaged completely different from all the eye care solutions that can be used directly in the eye. Lucky for me, I was near a source of water to flush out the eye, to keep it from burning the eyeball. Fd needs to have this product packaged differently. Warnings on label are not enough. Thanks. Dose: 12 oz bottle. Diagnosis or reason for use: eye contact disinfection and rinsing. Event abated after use stopped or dose reduced: yes.